Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: patient was revised to address metalosis and impingement of the neck and cup. Doi: (B)(6) 2007 - dor: (B)(6) 2012 (right hip). Update: 4/10/13 - litigation papers received. Litigation alleges pain, discomfort and weakness. There is no additional information that would affect the outcome of this investigation. Update: 7/31/2013 pfs was received from legal, medical records were received from legal. Revision records indicate that the patient's acetabular shell was excessively anteverted and had slight motion. Records are available for further review. Update ad: 1 may 2018, (B)(4) is reopened under (B)(4) due to receipt of ppf and implant sticker sheet received. In addition to what was previously alleged, ppf alleges elevated metal ions. Added a bone screw since cup was revised. The law firm, lawyyer, hospital, and patient harm were updated as well. Doi: (B)(6) 2007; dor: (B)(6) 2012; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.